Event description:
While a patient was being transferred from our emergency department to another of our facilities, a large blister was found on the patient's wrist. It was believed it could have happened while the patient was being seen in the emergency department. After an investigation, it was determined one possibility for the burn came from an otoscope used to transilluminate through the patient's palm. Our facility has since directed staff not to use an otoscope as a vein viewer.